Manufacturer narrative:
The reported event that the hook for fixation of the navlock broke was verified by the complaint specialist during device evaluation.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the hock broke off the navlock universal tracker adapter. It was reported that the surgery was completed successfully with a replacement device, and without a delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the hock broke off the navlock universal tracker adapter. It was reported that the surgery was completed successfully with a replacement device, and without a delay. No adverse consequences or medical intervention were reported.